Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A por (power on reset) code was reported. On (B)(6) 2015, the patient had mammogram, bone density test and after patient saw por on programmer. Activities/emi that could be related to issue was an x-ray, bone density test and mammogram. Symptoms reported were none. Event date was (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and pelvis/pelvic. Additional information received from the patient reports the patient notified their managing physician about the por code on (B)(6). The doctor and technician determined the battery in the patient's hip was dead and will need to be replaced. Additional information received from the patient reports her first implant wasn't functioning and the battery died which occurred after diagnostic tests. She had turned it off before the tests, and it never was able to recover after that and was dead. She had it replaced. Patient mentioned the doctor noted "three (3) of the wires were broken; one (1) was functioning." Patient services asked if the lead was replaced with ins (stimulator) and the patient thought so. Event date for issue with first implant was on (B)(6) 2015. Event date for replacement implant was on (B)(6) 2016.